Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a 90 mm tapered thoracic aneurysm. Vessel morphology was reported as the diameter of the proximal aortic neck is 29mm and 40mm in length. The diameter of the distal aortic neck is 30mm and 130mm length of distal neck. The patient received an adjunctive procedure prior to the valiant thoracic stent graft. Revascularization of the lsa. During the index procedure, no technical observations were noted and delivery and deployment of the valiant stent graft was successful. During follow up a CT with contrast noted evidence of a type ii endoleak. No secondary intervention was performed. (Important collateral re-entry immediately below of the coarctation treated). In addition, small images of thrombi adherent to the stent graft were noted. No secondary intervention was performed. No additional clinical sequelae were reported and the patient will be monitored by the physician.